Event description:
Swan-ganz catheter was not measuring correct pressures: cvd and pap were equal. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.